Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the current reported symptom does not appear as a repeat symptom within the past 12 months. The device was previously serviced for a false "air-in-line!" Alarm and the ultrasonic sensor was found to be the cause and was replaced during the prior service. Review of the prior service record indicates that all service actions were completed. The reported condition was verified. The device was found out of specification in relation to the reported intermittent false upstream occlusion alarms, which were reproduced during evaluation. A review of the event history log identified intermittent false upstream occlusion alarms as multiple events of upstream occlusions. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent false upstream occlusion alarm. There was no patient involvement. No additional information is available.